Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had insulin flow blocked alarm. Customer stated that the plungers were hard to remove. Customer stated that the issue was resolved by the reservoir change. No harm requiring medical intervention was reported. Troubleshooting was performed and customer will continue to use the device.